Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they tested the reservoir and set and did not see the amount of insulin coming out that should have been. The customer blood glucose level was high then normal. The customer was assisted with troubleshooting. The devices will be returned for analysis.